Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd smartsite add-on bag access devices experienced leakage. The following information was provided by the initial reporter: they have had a few instances in the past few days where the drug has leaked through the end of the bag spike, through the white end cap (that is not secured on the equipment and often comes off easily). They have spiked the bag, pushed the drug in and then at the checking stage leaking has occurred out the end of the white cap out of the bag and onto the floor.

Event description:
It was reported that at least 2 bd smartsite add-on bag access devices experienced leakage. The following information was provided by the initial reporter: they have had a few instances in the past few days where the drug has leaked through the end of the bag spike, through the white end cap (that is not secured on the equipment and often comes off easily). They have spiked the bag, pushed the drug in and then at the checking stage leaking has occurred out the end of the white cap out of the bag and onto the floor.

Manufacturer narrative:
H.6. Investigation: a 10013365-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot: 21075560. Additional information provided by the customer indicates that the leakage occurred from the spike port adaptor of the component. In this instance without the sample a definitive root cause could not be determined. A review of the production records for lot: 21075560 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.